Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had multiple falls causing the drg and scs leads to migrate. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.